Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer received an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 133 mg/dl. A replacement pump was sent to the customer to resolve the issue, the customer reverted to manual dose injections for insulin therapy.